Event description:
Same case as MFR#: 2134265-2011-06019. It was reported that during a treatment procedure for chronic total occlusion (cto), catheter entrapment with a wire occurred. The cto was located in the right superficial femoral artery (sfa). A truepath cto device was being used with the aid of a 5.0 x 100/135 (4f) sterling balloon catheter as a support catheter. The truepath reached the distal cap of the occlusion when it became stuck in the lesion. The device was not able to move forward or backward. Eventually the device was able to be pulled back and removed from the lesion. The sterling catheter became stuck on the truepath and could not be removed. The devices were removed together as a unit. The procedure was completed with another manufacturers' device. No patient complications were reported and the patient's status is fine.

Event description:
Same case as MFR#: 2134265-2011-06019. It was reported that during a treatment procedure for chronic total occlusion (cto), catheter entrapment with a wire occurred. The cto was located in the right superficial femoral artery (sfa). A truepath cto device was being used with the aid of a 5.0 x 100/135 (4f) sterling balloon catheter as a support catheter. The truepath reached the distal cap of the occlusion when it became stuck in the lesion. The device was not able to move forward or backward. Eventually the device was able to be pulled back and removed from the lesion. The sterling catheter became stuck on the truepath and could not be removed. The devices were removed together as a unit. The procedure was completed with another manufacturers' device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with the related truepath wire stuck inside the wire lumen. Examination of the sterling device found that the distal tip was damaged. The inner shaft was also damaged (winding appearance) 6.5cm from the edge of the strain relief and inside the guidewire port. There was 174cm of the truepath wire protruding from the hub and 14cm from the tip (including the attached extension wire). The total working length (end of strain relief to the tip) of the steering device was 134cm and the length of the truepath wire was 173cm (burr to proximal shear point). There were no product issues or deficiencies that would have attributed to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).